Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed which successfully restored normal device function. The patient was in good condition.